Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2184149-2020-00061. Following a stereotactic radiofrequency ablation of c2 and c3, a patient burn was noted. Prior to the procedure the patient's skin had been prepared and the grounding pad was placed on dry skin with no overlapping or wrinkled parts. The procedure was completed without any issues or alarms, but when the grounding pad was removed from the left shoulder area, a burn with blistering was noted. The wound was treated with flamazine cream. There were no performance issues with any abbott device.

Manufacturer narrative:
One rf disposable grounding pad was received for evaluation. One image was submitted to product performance engineering. The image appears to show a patient burn. The results of the investigation concluded that the device functioned as intended during a simulated lesion test. No functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient burn remains unknown.